Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the unknown product was selected for pulse field ablation paroxysmal afib ablation procedure. Physician observed bubbles with advancement of catheter into sheath, the physician repeatedly tried aspirating, flushing and readvancing to resolve problem to no avail. The procedure was completed successfully using same model device via alternative method. No patient complication was reported. The device return status was unknown.